Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a fully broken grip cable confirming the customer reported event. As part of investigation, further inspection identified damage to the conductor wire and the conductor wire insulation. The location of the conductor wire damage was within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the conductor wire entrance to the yaw pulley. The instrument failed initial electrical continuity test. Further testing was performed after the grip tips were manually manipulated and intermittent passed electrical continuity on the conductor wire was confirmed. No thermal damage was found on the instrument. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image shows the instrument housing consistent with the product information. No image on the distal end of the instrument was provided.

Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps instrument cable was found to be broken at the tip during intra-operatively inspection. The procedure was completed using the backup instrument with no reported injury.